Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('perforation (fallopian tube)\portion of product was still imbedded in tissue') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 13 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced device expulsion ("migration of essure device location of device: uterine cavity"). On (B)(6) 2005, the patient experienced pelvic pain ("physical pain / pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery (other) type of surgery: surgical removal of coils). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device breakage, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.; on (B)(6) 2004: there does appear to be persistent patency of the right fallopian tube. Following event describe medical record migration of essure device, perforation (fallopian tube) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('perforation (fallopian tube)\portion of product was still imbedded in tissue') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cyst. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 13 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced device expulsion ("migration of essure device location of device: uterine cavity"). On (B)(6) 2005, the patient experienced pelvic pain ("physical pain / pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery (other) type of surgery: surgical removal of coils). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: migration of essure device; on (B)(6) 2005: result perforation (fallopian tube). Following event describe medical record migration of essure device, perforation (fallopian tube) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: pfs received outcome of event "abnormal bleeding and pelvic pain" were updated as recovered. Medical history, patient aka name and lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('perforation (fallopian tube)\portion of product was still imbedded in tissue') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cyst. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 13 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced device expulsion ("migration of essure device location of device: uterine cavity"). On (B)(6) 2005, the patient experienced pelvic pain ("physical pain / pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), urinary tract infection ("urinary problem"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary tract disorder") and cystitis ("bladder infection"). The patient was treated with surgery (surgery (other) type of surgery: surgical removal of coils). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, urinary tract disorder and cystitis had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device breakage, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding and bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: migration of essure device; on (B)(6) 2005: result perforation (fallopian tube). Following event describe medical record migration of essure device, perforation (fallopian tube) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('perforation (fallopian tube)\portion of product was still imbedded in tissue') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cyst. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 13 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced device expulsion ("migration of essure device location of device: uterine cavity"). On (B)(6) 2005, the patient experienced pelvic pain ("physical pain / pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), urinary tract infection ("urinary problem"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary tract disorder") and cystitis ("bladder infection"). The patient was treated with surgery (surgery (other) type of surgery: surgical removal of coils). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, urinary tract disorder and cystitis had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device breakage, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding and bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: migration of essure device; on (B)(6) 2005: result perforation (fallopian tube). Following event describe medical record migration of essure device, perforation (fallopian tube) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events - bladder disorder, urinary tract disorder, bladder infection, vaginal discharge, vaginal infection and urinary tract infection were added. Outcome of events menorrhagia, vaginal hemorrhage, bladder disorder, vaginal discharge, vaginal infection and urinary tract infection was updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('perforation (fallopian tube)\portion of product was still imbedded in tissue') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 13 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced device expulsion ("migration of essure device location of device: uterine cavity"). On (B)(6) 2005, the patient experienced pelvic pain ("physical pain / pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery (other) type of surgery: surgical removal of coils). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device breakage, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. On (B)(6) 2004: there does appear to be persistent patency of the right fallopian tube. Following event describe medical record migration of essure device, perforation (fallopian tube) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received. Lab data added. Concomitant medication added. Events: perforation (fallopian tube), migration of essure device location of device: uterine cavity, device breakage, abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.